Event description:
Report was rec'd from attorney representing pt's podiatrist. Pt has filed malpractice action claiming orthosorb screw surgery caused allergic reaction and an avn (arterial-vasular necrosis).